Event description:
It was reported that when npwt was started utilizing a pico7, the device continued to generate a motor sound and the dressing was not compressed. Although the customer made the vacuum state by removing the pump from the tube and blocking the suction port with a finger, the motor sound still continued. As there was no backup available, there was a delay and the wound had to be temporarily covered with gauze. The npwt was restarted when a backup pico kit was reached to the hospital. No patient harm. The pump will be returned for investigation.